Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the connection issues determined to be from the patient not charging for almost a year. No further information was reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had not charged their stimulator. The patient had a fall on (B)(6) 2017 and they would like to start using their stimulator again. Communication could not be established with the patient programmer, recharger, or clinician programmer. The representative was reviewed how to troubleshoot the issue and was told to clear the power on reset as soon as their ins was 25% charged. No symptoms or further complications reported.